Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer experienced a false positive result. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "evp false positives investigation", "customer reports false adeno positive due to strong rotavirus detection with evp assay."

Manufacturer narrative:
Medical device expiration date: na. Multiple 510k numbers were reported to be involved: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6)) had a "false positive¿. Customer reported that they are having false positive on adeno on evp assay. Field service was dispatched. Field service cleaned both readers and heater mux. Field service swap reader a and b with each other and renormalized both readers. Field service performed alignment on the instrument. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 24sep2014, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer experienced a false positive result. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "evp false positives investigation", "customer reports false adeno positive due to strong rotavirus detection with evp assay."